Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable, connector stuck, add gel/replace belt¿ messages) was confirmed due to the cable connecting the distribution node (dn) to the rear therapy electrodes being pulled from the strain relief. The belt was unable to pass detect and treat testing. The root cause for the strained cable was unable to be positively identified. Investigation underway. See (B)(4). There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "add gel/replace belt" messages, the electrode belt's connector was stuck, and had a damaged cable.